Manufacturer narrative:
Further information was requested, but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted that anti-tachycardia pacing was delivered for two ventricular fibrillation (vf) episodes. Further inspection revealed that the vf episodes were incorrectly diagnosed atrial flutter episodes, where the atrial events had fallen into the blanking period. Programming changes were discussed; no intervention was reported. Patient condition could not be obtained.